Manufacturer narrative:
(B)(4). The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use (IFU), states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery or vein. In this case, the physician was aware of the low stick puncture site and believed there was a backwall stitch but was not completely sure. Furthermore, it is unknown if the absence of femoral angiogram directly contributed to the reported event. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The patient effects of occlusion and pain are listed in the proglide IFU, as potential adverse events associated with use of the suture mediated closure devices. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. The sheath was upsized to a 16f and the evar procedure was completed. Reportedly, the sutures of both devices had achieved hemostasis. However, it was noticed there was no pulse and an occlusion had occurred. The patient complained of pain. A cut down was done to remove the sutures to stablish pulse again and manage the pain. The physician believes it was due to a low stick location and backwall stitch. Pain and hemostasis were treated and achieved via a cut down. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.